Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-03080. This report is being submitted as additional information. Approximate age of device - 2 years, 3 months. Manufacturer's investigation conclusion: the evaluation of vad-58306 did not reveal any device-related issues and a direct correlation between the pump and the reported event could not conclusively be determined. The pump was returned assembled with the driveline severed approximately 6¿ from the pump housing and the distal end was returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft and outflow graft bend relief were returned detached from the outflow elbow. The outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was not returned. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of vad-58306 also revealed no evidence of developed depositions or thrombus formations. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis, stroke, bleeding and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event. Parent information.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient was admitted on (B)(6) 2017 for acute altered mental status. A head CT scan revealed left frontal, right temporal, and right caudate infarcts with small hemorrhagic conversion. The stroke symptoms gradually improved during the course of the hospital stay. It was reported that the patient had dysarthria, but was otherwise alert and oriented. The patient was also diagnosed with pump thrombosis during the hospital admission and a pump exchange was performed on (B)(6) 2017. The operative course was complicated by left ventricular / lvad suction events. The patient received 8 units of packed red blood cells, 2 units of fresh frozen plasma, 10 units of cryoprecipitate, 2 units of platelets, and 1.5 l of albumin. While coming off of bypass the patient experienced ventricular fibrillation requiring multiple defibrillations, and administration of magnesium, lidocaine, and amiodarone. Postoperative echocardiogram revealed mild to moderate right ventricular dysfunction and mild aortic regurgitation. No device issues were reported postoperatively. No additional information was provided.